Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into the target vessel, however, it was not possible to cross the target lesion. As a result, the stent dislodged from the stent delivery system balloon. It is unknown if the physician followed the instructions for removal of an undeployed stent. The stent was successfully retrieved with biopsy forceps and there was no additional clinical sequelae reported relative to the event. Despite repeated attempts to get more info regarding this event, there is no further info available from the user facility or the physician.